Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va1v61j, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-oct-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the device worked well up until they had a urinary tract infection (uti) which led to having urinary retention again; their constipation came back as well. Caller also said the patient took three antibiotics to clear up their uti. The consumer also said the patient down this one time and felt like the device moved so they are concerned that it could be the lead because they have adjusted stimulation, but they weren't getting relief. As a result of what was reported, the caller was redirected to the healthcare provider (hcp) to check up on the device. No further patient complications have been reported as a result of this event.